Event description:
During a paroxysmal atrial fibrillation procedure, a cardiac perforation occurred. After a successful isolation of the pulmonary veins, pacing was used to induce the arrhythmia. Atypical right atrial flutter started and the heart contraction appeared unusual on x-ray. A transthoracic echocardiogram was performed and blood was seen under the left ventricle. The patient became hypotensive and blood began to pool under the right ventricle. A pericardiocentesis was completed and protamine was administered. The patient was observed but the bleeding was continuous so surgery was scheduled and the surgeon found a small hole in the left atrial appendage. The patient stabilized after surgery. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.